Event description:
A patient reported not being satisfied with their front two teeth. The patient stated that their teeth are not aligned and that they have been struggling with grinding and tmj issues way more than I have before wearing these.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.